Event description:
Four vision stents were sequentially implanted in a right coronary artery in an acute mi pt. The vessel was highly ectatic proximally, with a large aneurysm at the ostium. After the second stent had been implanted, there was no flow in the vessel. The third and fourth stents were then implanted; however, distal flow did not return. Reopro was administered, but the pt went into cardiac arrest and full resuscitation measures were used. The pt was transferred back to the ccu and died later that night.